Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) at (B)(6) hospital, (B)(6), due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 2.3 mmol/l (41.4 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The patient began wearing the pod at roughly 03:00hrs and started experiencing pain at the infusion site. The patient continued to wear the pod and continued with their usual daily activities. After an unspecified amount of time, the pain worsened significantly and began radiating to the arm and the chest, causing the patient to be unable to move their arm. The pod was then removed, and it was reported that the patient¿s blood glucose level had declined to 2.3 mmol/l. An ambulance was called, the patient was administered calpol for the pain by the paramedics and an electrocardiogram (ECG) was carried out, of which the results were normal. The patient was transported to hospital for a second normal ECG. The attending doctor diagnosed that the pain was likely caused by the pod hitting a nerve. The patient left the ER six hours later, on (B)(6) 2026. A new pod was applied once the patient was at home.